Event description:
(B)(4). I'm losing my hair, eyebrows, and eyelashes. I have to take birth control with the essure because my periods are so heavy and horrible. I never ever had problems with my period. Now I have stabbing pains, bleed/spot most of the month, and huge blood clots that I e never seen come out of me. I've had full blood panels done very recently and I'm always having my thyroid checked because my doctors can't figure out what's wrong with me. Also, in the past year my thinking has gotten more cloudy, and I have the hardest time remembering simple things. There are chunks of time I won't remember.